Event description:
The physician was unable to pass anything through the luer hub. There were no defects noted in the product or packaging prior to use and there were no particles noted in the obstruction, which could have been injected into the pt. The device was received compressed and the hub was to the point of near separation from strain relief. The sales rep stated this was part of the original malfunction.

Manufacturer narrative:
The product has been received for eval. However, the engineering analysis is not yet complete. Additional info will be submitted within 30 days of receipt.